Manufacturer narrative:
The user facility stated the employee subject of the reported event attempted to manually dispose of an s40 sterilant cup after it was observed that residual fluid remained in the bottom of the container. The user facility stated that the employee subject of the reported event improperly inserted the aspirator probe into the s40 sterilant container and experienced irritation from the remaining fluid in the container. The employee then disposed of the s40 container in the garbage. The operator manual states on page (7-13) "warning: always verify that the sterilant container is empty at the completion of the cycle." The system 1e operator manual (3-4) contains instructions for disposing of partially filled containers and states automated disposal by using the processor is the preferred method. A steris service technician arrived on site, inspected the system 1e processor, and confirmed it to be operating according to specification. The cycle preceding the reported event completed successfully. The steris service technician identified the room in which the system 1e is located is properly ventilated and no unusual odor was detected at arrival or during the service visit. The technician inspected the aspirator probe and found it to be in working condition and did not require replacement. The technician returned the system 1e processor to service and no additional issues have been reported. Steris has made multiple attempts to offer in-service training to the user facility on the proper use of the system 1e processor and the proper disposal methods of the s40 sterilant however, the user facility has not responded.

Event description:
The user facility reported an employee experienced irritation after manually disposing of an s40 sterilant container. The employee went to the hospital's ER department for examination following the event.